Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shank part of the drill bit was broken in the drill chuck when detaching the drill bit from the shaft during the osteoarthritis surgery on (B)(6) 2018. There was a broken fragment remained in the drill chuck. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
.